Event description:
It was reported that the bipolar thresholds and impedance have risen in the right ventricular (rv) lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 implantable pulse generator, (B)(6) 2011. (B)(4).